Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
Failure analysis revealed that the insulin pump had button error alarm due to moisture damage on the keypad traces. The device had moisture damage on the electronic assembly. The device was received with minor scratched display window, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 192 mg/dl. The customer was pushed into the swimming pool. The customer stated that there was water in the battery compartment and while trying to perform troubleshooting the insulin pump alarmed button error. The discontinuation of the device was advised. Nothing further was reported.